Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? The device delivered the staples only on half of the recharge. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? The staple line was partially completed. Did the device cut? Only on half, like the stapling. If yes, was the cut line complete? No. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. Was there any difficulty opening the device? Yes. If yes, how was the device removed from the patient? The clamp was removed. If yes, did the jaws eventually open? Yes. Is the current patient status known? Fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No.

Event description:
It was reported that during the use, the device started stapling when the surgeon closed the white handle but normally the device stapled after the closure of the grey handle. No immediate consequence, but risk of bad stapling of the small intestine or other tissues; so risk of damages for the patient.

Manufacturer narrative:
(B)(4). Date sent: 4/16/2021. D4: batch # u5dd6g. H6: component code: electrical and magnetic (g02), others(g07). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with gst60w reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload, however did not achieved and complete firing sequence. The device was again tested for functionality by manually pressing on the door right above were the firing switch actuator is located, this time the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The door was removed and it was noted an intermittent function of the switch as the device would only operate when the switch is manually pressed down. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that product failure is multifactorial. The damage to the firing switch actuator has been correlated to a manufacturing process. There was an out-of-specification issue with components that affected the functionality of the firing switch actuator.